Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results of 188 mg/dl on aviva system 1, 66 mg/dl on aviva system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.